Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer developed a urinary tract infection wh ich led to sepsis and resulted in a spinal cord stimulator (scs) infection on (B)(6) 2016. As a result the entire scs system was explanted at the hospital on (B)(6) 2016 due to the infection. Following this the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was confirmed that the patient's system was removed on (B)(6) 2016 due to a staph infection. No further information was received. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.